Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00584200202, tibial component precoat right medial/left lateral size 2, lot # 60328072. Catalog #: 00584305201, tibial tray / articular surface inserter tip, lot # 60455933. Catalog #: 00584202209, articular surface size 2 9 mm height femoral size a,b,c,d,e,f,g, lot # 60286187. Catalog #: 00579104100, headed screw 48 mm length single use only, lot # 60680747. Catalog #: 00579104400, headed screw 33 mm length, lot # 60656749. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04849, 04855, and 04857.

Event description:
It was reported that the patient experienced pain and swelling after a right total knee arthroplasty.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient experienced pain, cysts, and swelling after a right total knee arthroplasty that she received after walking weirdly from a right hip replacement in which the doctor had to correct her leg length. Patient also gets cramps in her toes on the right leg.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.